Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the reservoir was changed the night prior to calling and in the morning, the insulin pump had an error alarm. The customer found the reservoir was empty and did not know how long was she without insulin. Blood glucose value was 10.0 mmol/l. The alarm history was checked and found an error alarm for unexpected motor movement. Customer stated that the insulin pump has not been dropped or bumped but it is next to a badge with magnetic strip. The customer also reported receiving 3 or 4 no delivery alarms which were resolved by a complete set change. The history showed an insulin flow blocked alarm on (B)(6) 2015. Customer was able to prime without alarm reoccurring. The insulin pump passed the displacement and selftest. Customer was advised to change the entire set and monitor the insulin pump.